Event description:
On (B)(6) 2010, pt reported elevated blood glucose for the past 4-5 days. Blood glucose was 294 mg/dl at 9 p.m. And pt bolused 9 units as a correction through infusion device. Pt alleges he is not receiving error messages when insulin cartridge is low. Insulin cartridge, infusion set, adapter, and battery are used per manufacturer recommendation. There are no air bubbles in insulin cartridge. No blood in infusion set tubing and infusion set has not become dislodged. There is no leaking or blockage in system. Time and basal rates are set correctly. Infusion device has not been dropped or exposed to water or other liquids. Company representative verified alarm history. Pt did receive low cartridge warning. During troubleshooting, it was found pt does not properly align piston rod base plate with bottom of insulin cartridge. Education was provided to properly complete this step. Pt reports low cartridge warning appeared during the next two cartridge changes. Pt then called again and reported he did not get low or empty cartridge errors and this led to another elevated reading of 221 mg/dl. Target blood glucose was initially reported as 100-140 mg/dl and then reported as 50-100 mg/dl during a follow-up call. The pt did not require assistance from a health care professional or second party to address the issue. Infusion device and insulin cartridge were requested for evaluation. Infusion device was replaced.